Event description:
It was reported that there was potential undersensing of p-waves on the right atrial (ra) lead. Smaller p-waves were observed to be chronic on the stored electrograms. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.